Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc ¿ 7) and end of service. The patient¿s device was subsequently disabled. No x-rays were taken and no adverse events were reported. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. The patient underwent generator and lead replacement surgery on (B)(6) 2014. Prior to the procedure, the patient¿s device showed high impedance. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.